Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at this time. The investigation will be continued as soon as new information becomes available.

Event description:
Ous MDR - it was reported that the lead became dislodged. A successful revision was performed on (B)(6) 2015. No deterioration of the patient's state of health was reported.